Event description:
Was using pad, started smelling smoke, and there is a burnt spot on the pad and cover.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.